Manufacturer narrative:
Ps45048. The subject mr290v autofeed humidification chamber is currently en route to fisher & paykel healthcare central for examination. We are unable to perform a lot check, as no lot info was provided. We will provide a f/u report outlining details of our analysis following receipt of the complaint device and completion of the investigation.

Event description:
A healthcare facility in (B) (6) reported via a distributor that during initial application of a set-up involving the mr290v autofeed humidification chamber ("the chamber"), hospital staff forgot to fill the chamber with water. After a number of hours passed, the chamber was filled with water, whereupon, the chamber floats failed and water entered the breathing circuit. The pt experienced temporary apnoea. The mr290 chamber was replaced.